Event description:
Hospital plant operation reported that a pt fell and was injured. Reporter stated that the bed was a hill-rom advance bed but didn't know what the exact model or s/n was of the bed and doesn't know where the bed is located at this time. Reporter stated that the beds are not pm'd on a yearly basis and doesn't know if the bed exit was turned on or not.

Manufacturer narrative:
Risk mgr was contacted and stated that the pt was found on the floor in the sitting position. The pt was found to have a fractured hip. Risk mgr reported that they did not know if the bed exit sys was activated at the time of the event. She also did not know the bed serial # or which specific bed was involved in the event. The hill-rom tech was not able to inspect the suspect bed since the hosp staff could not identify the bed being used during the time of the incident. It is also unk whether the hosp staff was using the bed exit sys. He did inspect their advanced series beds and found 3 beds that had defective bed exit tape switches. These were reported to the engineering staff, so they could initiate repairs.